Event description:
No harm to patient. New 10fr argyle brand radiopaque ng [nasogastric] placed. Xray ordered to confirm placement, but the ng tube is nearly invisible on xray. Even radiology reported they could barely see it and could not confidently comment on where the tip terminated. Upon looking at a patient's film with similar tube, has a 10fr og [orogastric] tube that was placed on [redacted] and has been feeding without complication as well as draining bile as needed. We looked at recent xrays of his tube and it is also nearly invisible on unit computers/pacs (although radiology reports being able to see).